Event description:
A consumer reported that the patient's balance and speech were never the same following implant. It was stated that their tremors are gone for the most part but they still need to take large amounts of parkinson's medication each day. The patient had also had many falls due to their balance issues following surgery, with the last fall resulting in a fractured cervical vertebrae. In order for the patient's tremor to be minimal, their speech must be very slurred due to the settings, and they have not been able to adjust it so both the tremor is gone and their speech is unaffected. The patient's indication for implant is unknown.

Manufacturer narrative:
Corrected data.